Event description:
It was reported that the customer had a threshold suspend five times. Customer's blood glucose level was 106 mg/dl. Customer stated that he inserted the sensor and the numbers on the sensor kept dropping. Customer reported that there was some blood on site when the sensor was removed. Customer stated that the site is not actively bleeding. Customer was advised to change the sensor and insert it in a different location and monitor the site. Customer also stated that he had a lower sensor reading than blood glucose reading. Insulin pump went into threshold suspend. It was explained that the residue on fingers may result in inaccurate meter readings from finger sticks. Customer was requested to remove and return the sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm the needle complaint due to the customer did not return the insertion needle, only the enlite sensor.